Manufacturer narrative:
(B)(4). Physio-control provided the third party service agent with technical assistance. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that the customer's device had a service indicator present and was continuously rebooting by itself. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Event description:
A third party service agent contacted physio-control to report that the customer's device had a service indicator present and was continuously rebooting by itself. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent confirmed that the cause of the reported issue was due to the device battery. The battery was not properly maintained. Physio recommends that the battery should be replaced ever two years. The third party service agent replaced the device battery, and then observed proper device operation. The device was returned to the customer for use.

Manufacturer narrative:
The third party service agent reported to physio-control that the device will not be repaired. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
A third party service agent contacted physio-control to report that the customer's device had a service indicator present and was continuously rebooting by itself. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.